Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause is undetermined.

Event description:
It was reported that leakage occurred with a 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc. The following information was provided by the initial reporter, "blood leaking out of control plug and not controlling blood. Customer started 3-4 20g ivs that stated blood control and were not actually blood control. "I did not keep the packaging/ or the catheter, but I have asked others that have experienced the same blood flow when removing the needle. I will keep the unit informed to keep the package and the IV once removed if possible."